Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead impedance alert was triggered, accompanied by a polarity switch. Unipolar impedance was noted at 353 ohms upon interrogation. The high or low impedance measurements were unable to be reproduced with isometric movements. Notable data indicated 8 high impedance measurements. The ra lead was reprogrammed back to bipolar and the clinician will continue to monitor the patient. No patient complications have been reported as a result of this event.